Event description:
A review of the article was conducted which aimed to evaluate the feasibility, reproducibility, and safety of adrenalectomy procedures performed using the da vinci single-port (dv-sp) robotic system. The study design was a systematic review and pooled analysis of five retrospective studies involving 342 patients who underwent robot-assisted adrenalectomy procedures between 2018 and 2024. During these da vinci surgeries, the article reported multiple complications. One patient had a grade iiib clavien¿dindo complication identified on postoperative day #6. The patient developed sepsis with a transient ipsilateral ureteropelvic junction (upj) obstruction due to edema near the upj, which required the placement of a ureteral stent for 6 weeks. Another patient in the da vinci multi-port (mp) group, developed a clavien¿dindo iiib complication consisting of pneumoperitoneum which required a surgical drain placement. Conversion to laparoscopy was required in only two cases among patients undergoing single-port robot-assisted adrenalectomy (sa raa), while an additional port for liver retraction was needed in the only transperitoneal dv-sp raa case. No device malfunctions were reported, and the authors did not report any events caused by the dv-sp robotic system. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. Citation: reitano, g., et al. (2025). Adrenalectomy performed with the da vinci single-port robotic system: a systematic review and pooled analysis. Cancers, 17(8), 1372. Https://doi.org/10.3390/cancers17081372. Section b4 currently captures the date of the medwatch submission to the FDA. The date that the literature article first came to the attention of intuitive was 11-nov-2025. Section d: due to the lack of specific information regarding the da vinci system associated with the adverse event, a generic system material number was used.